Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant the right atrial (ra) lead was found to be undersensing and capturing the ventricle. A chest x-ray revealed that the ra lead was dislodged and was floating in the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.